Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used during a bronchoscopy procedure in the left main stem of the lungs performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon would not deflate properly and it was noted that water was stuck in the catheter. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.